Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the patient had a blood glucose of "high" on the meter (over 600 mg/dl); the patient was reported treated with an injection. The reporter stated that they contacted the patient health care provider and were advised to discontinue the pump and call the manufacturer. During the call the reporter retested the patient's blood glucose which was still high on the meter and stated that the patient was acting strangely. Customer support advised the reporter to seek treatment. Multiple attempts were made to follow up with the reporter but were unsuccessful. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.